Event description:
It was reported that a cuff roll developed on the balloon causing resistance when attempting to remove the catheter. When the rn attempted to remove the foley, he deflated the balloon but met resistance when attempting removal. Another rn and the covering md attempted the same without success. A urologist was consulted and was able to remove the catheter without further difficulty/resistance.

Manufacturer narrative:
The complaint sample was not returned. A review of the device history record shows the finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with this device. The instructions for use states: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).